Event description:
Additional information received identified the patient's scs ipg was repositioned to a lesser depth. In addition, the charging issue has reportedly been resolved.

Event description:
It was reported the patient cannot charge her scs ipg. A sjm representative met with the patient and was unable to communicate with the patient's scs ipg with multiple chargers. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.